Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had not felt relief with the pain pump since implant, and that they had never had therapeutic effect. The patient stated they felt like the doctor was decreasing medication when the doctor said he was increasing drug. They stated their doctor had made several adjustments to his medication. They stated they ¿thought the doctor was not sure of what he was doing.¿ the patient stated they were not feeling bolus doses when they requested them. The patient wanted to know if there were any other medications that they could take that would help them. They stated they were feeling worse since their doctor had pulled his oral medications away. The patient had an appointment with their doctor on (B)(6) 2013 for a refill. The patient stated they ¿did not feel their doctor was managing his pain and medication correctly.¿ the patient was taking three methadone pills per day. They were taking percocet as well. Their doctor took away the methadone pills, and they were feeling bad after that. The patient stated they felt a pain increase now. The patient wanted someone to help him with the dosing information and figure out what he should be getting. The patient stated they had surgery on their neck. The patient stated that every time they saw their doctor, their doctor told them his medication was increased. The patient stated they wanted pain relief. The patient stated that, since their doctor took away oral medications they felt worse, felt nauseous, and they were in more pain. The patient stated they were taking oxycodone 30 mg tablets every four hours before they saw their doctor, and that took care of his pain. They stated that nothing else had worked. The patient stated that the pump trial bolus worked for them. The patient stated they understood that the pump would not take care of 100% of the pain. The patient stated at their last appointment, the doctor ¿drilled the patient on their weight.¿ they were not working and could not exercise because they were in pain. The patient wanted their doctor to focus on the pain and not their weight. They stated they had a lot of personal issues going on that were taking a toll. The patient stated they had blood pressure lately. The medications used within the system were morphine and bupivacaine. The healthcare provider later reported that at the time the patient was on morphine and bupivacaine 20 mg/ml at 2.001 mg/day. Their bolus was 3.489 mg/day. The patient was switched to hydromorphone 10 mg. The cause of the event was ¿nothing¿. The patient did not require hospitalization, and their outcome was no injury. They stated that the patient was not getting relief from their medication and they discontinued some of their oral medications. The patient was feeling withdrawal. The patient reported never having therapeutic effect. They stated they had relief during the trial bolus dose and last week when they had a change to the flow rate of their pump. The patient reported feeling up their spine into their head and a feeling of euphoria before crashing. The patient stated their healthcare provider (hcp) told them they increased something by 72%. The patient was unclear what. The patient stated that the bolus dose changed from 0.005 mg to 0.05 mg. The patient wanted to know if that was a small amount. Their physician changed the timing on their boluses from every two hours to every hour. The patient stated they could get ten per day. The patient reported that in the past couple of days they lost the ability to urinate, and now they had a catheter. They stated this was due to a nerve in their back. The patient stated that two months after their implant, the patient caught their pump on the edge of a table and flipped it 90 degrees. The patient reported that they were no longer eligible for an MRI because of that. Their doctor was very careful at refills. The patient stated there was no testing done to the system after the flip. The patient stated their hcp was a good guy, but they did not use enough drug in their pump. The patient was currently taking oral medications. They had been on oral oxycodone, percocet, methadone, and morphine in the past. They stated that oxycodone and percocet were the only ones that helped, but they were told that they could not be put in the pump. The medications infused were hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient wanted help reading/understanding printed report from their pump. It was noted that the information from their pump print out the month prior was "62%, another place on a report it says daily dose change 0%, and other said daily dose change 9%, 1/2%." It was reported that the patient told their healthcare provider (hcp) that they can't go up that amount but their hcp showed the patient that is what they are going up. It was noted that 1.08 to 1.11 was not 72%. It was reported that continuous bolus is not the total of daily dose. It was noted that the patient can't argue with their hcp because they did not want to insult them. It was reported that the patient does not think that their hcp is increasing medication that their hcp is increasing. It was noted that the software is not correct that data is on. It was noted that the patient had morphine at 3.5 mg but their hcp switched medication. It was reported that the patient pushed bolus button 379 times last month. It was noted that the patient never received relief or noticeable relief since pump was implanted. It was reported that the patient was taking oral percocet medication for pain relief. It was noted that the pump was pumping medication like it should as far as the patient knew. It was reported that the patient never had therapeutic relief. It was noted that the patient is out of oral medication and did not any withdrawal symptoms at the time of report and the patient knows it is working. It was reported that the patient has had problems with reacting medication. It was noted that the patient tried oral morphine pills, and dilaudid pills, fentanyl patches which made the patient sick.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient asked about the catheter. The patent said he still took oral medication. The catheter was placed at t10. The patient said his pain was at l4-6 and c3-c6. The patient said that he was still having pain. The pain was also upward in the c section. The patient said his md said most of his patients are dosed significantly lower. There were no studies that had been done to check the catheter or pump. The patient thought the medication was getting too diluted before it gets to where his pain was. The patient did not know the concentration of his drugs. The patient said he started with morphine, bupivacaine and then it went to clonidine and then morphine was changed to hydromorphone. The pump currently contained hydromorphone (dose 2.5 mg/day) and clonidine (dose 5.0 mcg/day).